Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: e1-event site name, g2. Due to character limitation in e1 for event site name, the full event site name is (B)(6) medical center. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between catheter and sheath. The non-maquet sheath was returned covering the catheter tubing and the rear portion of the iab membrane.the three-way stopcock was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 14.2cm from the rear seal measuring 0.038cm length. The reported problems were most likely triggered by a leak which was found on the membrane. The leak size suggests that a sharp object may have caused it, no marks were found around the leak. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
The following was reported via medwatch report # (B)(4) received 30oct2024: iabp (intra-aortic balloon pump) catheter leak with blood introduction into lumen.